Event description:
It was reported that the patient had a pericardial effusion during the atrial fibrillation procedure. The caller reported that pfa ablation had been finished in the left veins and the farawave catheter was being manipulated to the right veins when anesthesia noticed that the patient's blood pressure was dropping. The caller reported that anesthesia administered fluid and levophed for the dropping blood pressure. The caller reported that the pericardial effusion was noticed and confirmed on ice. The caller reported that the pericardial effusion was also confirmed using tee. The caller reported that the procedure was aborted. The caller reported that the medial intervention provided was a pericardiocentesis. The caller reported that the patient was currently on the table and was going to be taken to surgery for a pericardial window. The caller reported that the patient's last known status was that the vitals were stable. The caller reported that the carto 3 system was used for mapping and the farapulse system was used for ablation. The caller reported that a sterilmed cs catheter and soundstar catheter were inside of the body when the injury was noticed. The caller reported they had mapped with the octaray catheter but that it was not in the body when the injury was noticed. The caller reported that all catheters were available for return. The caller was advised to expect a return kit for the octaray catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).